Manufacturer narrative:
Clarification b3: partial date of event: 2019. Since numbness in the fissures developed in 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side "a few months after the implantation, (patient) experienced increased pain in breast, right upper ribs, and armpit. The symptoms progressively worsened, and experienced daily palpitations and a tingling sensation in fingers, hands, arms, and legs. Patient also suffered from constant headaches and facial and ear pain. Numbness in the fissures developed. The pain in breast and right armpit became increasingly severe, and deep breathing became increasingly difficult. In addition, skin lost its natural color in some areas and became white and blotchy. Additional problems such as hair loss and constant fatigue occurred. Because the pain persisted and the symptoms worsened, (patient) underwent a breast ultrasound and the rupture of the right implant, as well as the silicone leakage, was diagnosed. When subsequently learned that the product was defective and had since been recalled, had the implants removed immediately. Accordingly, had to expose self to the risks, pain, and impairments of such a surgery. After the operation, the rupture was confirmed. The implant has completely liquefied¿¿¿due to the above events and the ongoing risk of cancer, (patient) suffers from anxiety, severely reduced self-esteem, and sleep disturbances¿. The events of "headache, tingling, palpitations, fatigue, hair loss and sleep dysfunction" are deemed not related to the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.6., h.6.

Event description:
Patient representative reported right side "a few months after the implantation, (patient) experienced increased pain in breast, right upper ribs, and armpit. The symptoms progressively worsened, and experienced daily palpitations and a tingling sensation in fingers, hands, arms, and legs. Patient also suffered from constant headaches and facial and ear pain. Numbness in the fissures developed. The pain in breast and right armpit became increasingly severe, and deep breathing became increasingly difficult. In addition, skin lost its natural color in some areas and became white and blotchy. Additional problems such as hair loss and constant fatigue occurred. Because the pain persisted and the symptoms worsened, (patient) underwent a breast ultrasound and the rupture of the right implant, as well as the silicone leakage, was diagnosed. When subsequently learned that the product was defective and had since been recalled, had the implants removed immediately. Accordingly, had to expose self to the risks, pain, and impairments of such a surgery. After the operation, the rupture was confirmed. The implant has completely liquefied.¿ ¿due to the above events and the ongoing risk of cancer, (patient) suffers from anxiety, severely reduced self-esteem, and sleep disturbances¿. The events of "headache, tingling, palpitations, fatigue, hair loss and sleep dysfunction" are deemed not related to the device. Device has been explanted.